Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin was leaking from the reservoir into the reservoir compartment. Troubleshooting was performed and the insulin was leaking past the o-rings. Offered to customer to send a replacement of the reservoir and she declined. No further info was provided.